Event description:
It was reported that bd alaris extension set was separated. The following information was received by the initial reporter with the following: it was reported by the customer that tpn filter on large volume tubing broke and caused a leak and bleed back in a uvc central line.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One used sample was returned along with four unused samples. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were flushed with water and the used sample leaked from the filter vent. The sample was dried and an air under water test was performed. The set was pressurized with about 10psi and the vent was submerged under water. There was a steady stream of air bubbles coming from the filter vent. This would indicate that there is no issue with damage/ holes in the membrane. The reason for the membrane leaking is that the hydrophobicity of the membrane must have been compromised during use and not during the manufacturing process. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
No additional information provided.